Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-3370-2700, batch 1251653 sheath was received for investigation. Visual inspection identified that the black release button was present and secure on the returned device. However, the black o-ring seal had broken out of the inner diameter of the sheath. The observed condition is most likely the result of mishandling, such as through off-axis insertion of mating instrumentation.

Event description:
It was reported that the black button fell off the ar-3370-2700.